Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2015 during which the surgeon noted ¿absolutely massive intraabdominal adhesions in the area of her previously placed mesh. Small bowel, which was densely adherent to the mesh, was sharply dissected.¿ it was reported that the patient underwent massive adhesiolysis, removal of abdominal wall mesh and small bowel resection on (B)(6) 2015 during which the surgeon noted ¿severe dense adhesions, due to the presence of a large sheet of mesh that had been used in the previous mesh repair. The adhesions from the bowel to the mesh were noted to be so severe and dense, that surgeon could not get the bowel off the mesh in many places. Surgeon ended up dissecting a fairly significant portion of the mesh (at least 50%). There were two separate section in the proximal ileum that had a large amount of mesh adherent. There was no way to safely get the mesh off and two separate small bowel resections made, which incorporated all of the bowel that had mesh adherent to it.¿ it was reported that the patient underwent exploration of her abdominal midline wound, with exploratory laparotomy and drainage of an intra-abdominal abscess on (B)(6) 2015. It was reported the patient experienced severe pain, nausea, diarrhea, chills, inflammation, bowel resections, massive adhesions, lysis of adhesions, organ damage, prolonged hospitalizations, complex wound closure, wound vac placement, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information was provided.